Event description:
It was initially reported that the device had an illuminated service indication and logged an event code. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would have failed to analyze the patient's rhythm and deliver defibrillation therapy, while in the AED mode.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.